Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user underwent an MRI and removed all supplies, including the cgm sensor, resulting in approximately 1.5 hours without a sensor and subsequent hyperglycemia, with a peak glucose of 381 mg/dl and alerts for prolonged high glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impact requiring self-management, with no medical intervention, no ketone testing, and no use of backup therapy; assistance from family was offered out of kindness. Investigation included troubleshooting and user education regarding appropriate meal announcements and insulin delivery practices. Investigation of this case revealed no device malfunction and identified an unclear cause of hyperglycemia in the context of sensor removal for imaging. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.